Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's pump was not functioning. There was no reported impact to the customer's blood glucose level. As the contact did not have the pump present at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the reported event could not be performed. Although requested, additional information was not provided.